Manufacturer narrative:
(B)(4): it was reported that the patient underwent a total vaginal hysterectomy, uterosacral colpoplexy with anterior colporrhaphy and cystoscopy on (B)(6) 2010 to treat mixed incontinence [urge and stress], pelvic organ prolapse and pelvic pain and a sling was implanted. The patient underwent a sling revision on (B)(6) 2011 due to urinary frequency and obstructive voiding. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2010 and had a sling implanted during the procedure. Two months following the procedure, the patient experienced extreme, frequent, and painful urination. The patient was prescribed vesicare for the frequency and a vaginal estrogen cream to help the feeling of a bulge in the vaginal opening. Prior to the surgery, the patient stated that she did not feel a bulge when her bladder was in the vaginal opening. The patient was told, the bulge was probably the urethra. In 2011, the patient underwent another procedure to loosen the mesh because, the mesh was too tight, causing frequent urination and urinary retention. Since the revision, the patient has experienced urgency issues with urination and leakage of the bowels which she stated, she did not have prior to the initial surgery. After the initial procedure, sexual relations were extremely painful. After the second procedure, sexual relations were still uncomfortable but tolerable. The patient also has lower abdominal cramping and some discharge. She also experienced pain in her legs when sitting on a stool. The patient reported that most of the time the patient cannot feel it when the bowel leakage occurs.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysterectomy due to stress urinary incontinence and prolapsed bladder. Following insertion, the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia and urinary incontinence. The patient underwent mesh revision on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced malodorous urine and dysuria.

Event description:
It was reported that following insertion the patient experienced malodorous urine and dysuria.